Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported getting hit in the head with a 100 pound box on (B)(6) 2016 and had major headaches and dystonia pain symptoms returning since. She had been able to recharge. Additional information received from a healthcare provider (hcp) reported that the patient had a return of tremor since the heavy box fell on her head. She was having a MRI to check for lead migration. The patient later reported she had also been sick and continued to have headaches since getting hit in the head. She was having more tremors than before as well. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.